Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved with ballooning and the placement of a balloon expandable stent. As of the date of this report, there is no planned re-intervention and the patient will continue to be monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.